Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR. The original equipment manufacturer (OEM), oste, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by OEM and determined that there was no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due the e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: the operator activates the footswitch during generator booting (temporary fault caused by user action). A defective footswitch (temporary fault). This case was addressed by CAPA 147p-017, implemented on (B)(6) 2015. A defective footswitch (temporary fault, defective reed contact). A faulty cable connection between hvps board and generator board (temporary or permanent fault). A defective hvps board (permanent fault). A defective generator board (permanent fault). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced in mid (B)(6) 2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The asset generator was returned to the service center for evaluation. A review of the asset generator's repair history indicated the generator was last serviced on july 17, 2019. The physical evaluation noted the generator's volume board was damaged and the volume cap was missing. There were minor scratches on the top cover and minor scratches/indentations on the front panel. There were no other defects noted. The exact cause of the reported event could not be determined at this time as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the user facility that during preparation for use, the electro-surgical generator gave an auto restart error code, e433. A replacement generator was brought in to complete the procedure. There was no patient injury reported.